Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their upper front teeth are still behind their two big front teeth. Their lower four teeth are still crooked and not aligned. Requested additional information and bite video.